Event description:
It was reported that a cartridge change error occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support guided the customer through steps to inspect and clean the pump, ensuring the cartridge was properly installed, which successfully resolved the issue and allowed the customer to resume using the pump.